Event description:
During a procedure the subject device did not activate output. Cleaning the device with gauze, the probe tip broke off. There was no patient harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical system corporation for evaluation. The evaluation confirmed that th eprobe broke down the distal end. The manufacturing history was reviewed, with no irregularities noted. Based on the evaluation and the past cases with the same model, it is highly likely that the physician activated the ultrasonic output while the subject device twisted a tissue or grasping a hard tissue or applying only the probe tip to the tissue with strong force and the stress was put on the probe and as a result the probe cracked. Since the crack occurred, the ultrasonic output error displayed and the generator stopped output. Consequently, during checking the device outside the patient body, the probe broke due to the stress by touching physically. Based on the finding of the evaluation, this report appears to be related to user handling.